Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a that a zxr00 22.0 diopter intraocular lens (iol) was explanted due to patient experiencing halos and glare. The lens was replaced with a zcb00 iol with same diopter size. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported issue could not be confirmed in the returned lens sample. Manufacturing records were not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.